Manufacturer narrative:
Occupation: radiology tech. PMA/510(k) #: pre-amendment. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported a mclean-ring ultrathane enteral feeding tube set was deployed in a unspecified patient for an evaluation/exchange procedure. As reported, "the nasal jejuanal (nj) tube clogged and ruptured during the evaluation and exchange procedure. [It] required snaring of the broken piece of the catheter in patient. [It] required an additional procedure- a foreign body retrieval". It was later reported on (B)(6) 2019 that, "the patient's tube broke off/ruptured during a declog attempt. The device was unclogged by flushing with small syringes. The distal end was removed manually, and the proximal tube was successfully snared from mid esophagus. The device was not exchanged. A new og tube was placed".

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Additional information: d10 ¿ product received on results code: appropriate term/code not available (4247) ¿ lumen obstruction. Investigation - evaluation. A review of documentation including the complaint history, device history record, instructions for use (IFU), quality control and specifications, as well as a visual inspection and dimensional verification of the device was conducted during the investigation. One separated feeding tube was sent for evaluation. The first section of tubing included the distal tip. Upon physical examination, it was found that the proximal end tubing appeared to be ruptured. Discoloration and biological matter were noted throughout the segment of tubing. The second separated section consisted of the proximal hub. The distal end of the tubing was ruptured as well, with biological matter present throughout the segment. A wire guide was advanced through the feeding tube to detect any occlusions within. An occlusion was found at 10.2cm from the distal from the rupture. Attempts were made to remove the occlusion via running water throughout the device and pushing with the representative wire guide. The occlusion was unable to be removed, so the device was dissected to view the occlusion. The occlusion appeared hardened and white, suggesting a feeding mixture. Dimensions deem relevant to the reported failure mode were analyzed and confirmed to be within manufacturing specifications. Additionally, a document-based investigation evaluation was performed. It was concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. In response to the incident, a review of the device history records for two possible lots that the reported complaint could belong to was conducted. For lots 9463906 and 9517113, no relevant nonconformances were found that could have contributed to this failure mode. It should be noted that there were no other complaints reported for these lot numbers. There is no evidence to suggest that nonconforming product exists in house or in the field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: potential adverse events: potential adverse events associated with placement and use of a mclean-ring enteral feeding tube include, but are not limited to: clogged or leaking feeding tube. Instructions for use: ¿note: it is advisable to vigorously flush the feeding tube with water following the infusion of any of the enteral solutions. Some of these solutions may harden within the feeding tube lumen, causing concretions which may make subsequent infusions difficult.¿ there is no information regarding patient mobility, care and maintenance or how the device was secured to the patient. It is not known if the user experienced resistance during flushing. The report states the time between placement and occurrence was 3 days. It is not known what fluids were delivered through device. Based on the information provided, examination of the returned product returned and the results of our investigation, a definitive root cause could be attributed to a known inherent risk of the device. The instructions for use lists clogs as an inherent risk of the device. It is not known if the correct maintenance was performed on the device, such as flushing between feedings, before the occlusion was found. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.